Manufacturer narrative:
The device was received for evaluation. During functional testing, it was observed that he soft keys had to be pressed harder than normal for them to work which confirms the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had keyboard buttons which aren't functioning as they should. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.